Event description:
During a remote follow up, oversensing of myopotentials and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative arm movements were performed and the oversensing was reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.